Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties and stent damage occurred. In 2005 the target lesion was a non-calcified, 90% stenosed area located in the non-tortuous marginal artery. The physician began by predilating the vessel with a 2.5 x 15 mm balloon. Using a medtronic zooma - 5fr jl 3.5 mm guide catheter and an acs bmw 0.014" guidant hydrocoat guidewire, a taxus express2 2.5 x 24 mm drug eluting stent was advanced. The stent was unable to pass the lesion due to the stenosis. When the physician pulled the catheter to exchange with another balloon, the stent became stuck on the distal part of the guiding catheter. Once the system was removed as a unit, damage to the one of the proximal stent struts was noticed. The physician believes the profile of the stent was damaged by the guiding catheter. Ivus was not used for this procedure. The procedure was successfully completed using another of the same devices. There were no reported pt complications.